Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Device evaluation by manufacturer: on 27-dec-2017 a field service engineer (fse) found that the waste pump was loud and running slow. The fse replaced the waste pump. The fse noticed bubbles on the substrate dispense line and replaced the 3-way solenoid valve and 2-way solenoid valve. The fse proceeded to run quality controls, which were within acceptable range. No further action was required by the fse after completing the repair. A 13-month complaint history review and service history review for similar complaints was performed for the aia-360, serial number (B)(4), from 26-nov-2016 through (B)(6) 2017. There were no other similar complaints identified during the searched period. The aia-360 training manual under tab 8: troubleshooting, states the following: 2017 substrate purge failure cause: no substrate was dispensed at daily maintenance solution: check substrate level and replace as necessary, repeat daily maintenance the most probable cause of the reported event was due to defective 3-way solenoid valve, 2-way solenoid valve, and waste pump.

Event description:
On (B)(6) 2017 a customer reported getting 2017 substrate purge failure error message while performing monthly maintenance on the aia-360 instrument. The customer is down and unable to run the aia-360 instrument causing a delay in reporting of patient results for intact parathyroid hormone (ipth). A field service engineer was dispatched to address the reported event. There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.

Manufacturer narrative:
Corrected data: d4 catalog number. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event.